Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right external iliac artery. After a non bsc guide wire crossed the target lesion, the 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for predilation. The balloon was inflated for 20 seconds however it ruptured at 14 atmospheres on the first inflation. The procedure was completed using a 4.0mm x 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right external iliac artery. After a non bsc guide wire crossed the target lesion, the 4mm x 20mm x 144cm coyote es balloon catheter was advanced for predilation. The balloon was inflated for 20 seconds however it ruptured at 14 atmospheres on the first inflation. The procedure was completed using a 4.0mm x 40mm coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. There was blood in the wire lumen. The balloon was loosely folded. There were two mid shaft kinks within 5 mm of the distal end of the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).